Event description:
On (B)(6) 2018, the lay user/patient¿s wife contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation as well as additional information obtained during review of the call. The reporter stated that the alleged inaccurate high issue started the week prior to contacting lfs. The reporter was unsure of the result obtained with the subject meter but claimed that it was either ¿465 or 522 mg/dl¿ which she believed to be inaccurately high compared to a value of ¿35 mg/dl¿ with an ambulance¿s meter, the tests were performed more than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter also claimed that the meter gave inaccurate results of ¿high (result over 600), 285, 170, 464 and 146 mg/dl¿. It was reported that the patient was on a self-adjusted dose of insulin (novolin 70/30) and the reporter claimed that after the alleged inaccuracy issue began she continued with the patient¿s usual diabetes management routine based on the readings obtained. The reporter claimed that on (B)(6) 2018 at around 5 pm she gave the patient an increased dose of insulin (60 units) based on the inaccurate high results obtained and claimed that at 1-2 am (friday (B)(6) 2018) her husband had developed symptoms of ¿not knowing where he was and looked blank¿. The reporter stated that she called an ambulance at 2 am and within 30 minutes the ambulance arrived and tested the patient with their meter and a result of ¿35 mg/dl¿ was obtained. The patient was then treated with IV glucose and was taken to hospital where his blood glucose was taken again and a result of "60-65 mg/dl" was obtained. It was reported that the patient stayed at the hospital until his blood glucose was raised to ¿over 100 mg/dl¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. In addition, based on the information provided, the patient was following the correct testing procedure. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after being given an increased dose of insulin based on an alleged inaccurate high result.